Manufacturer narrative:
Patient has not been revised; therefore, this report is being rejected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system (right). Reason(s) for revision: pain. Update: patient details, revision date, surgeon, revised hip, products and reason for revision from crawfords email received (B)(6) 2012. Acetabular remained in situ and no further revisions have taken place.